Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from the mitral valve and migrated to the pulmonary vein where it embolized, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to calcification and flailing posterior leaflet. There was difficulty grasping the leaflets due to the leaflet pathology. After 10-12 grasps, the clip was successfully deployed without issue. During removal of the gripper lines, the deployed clip detached from both leaflets, and migrated to the pulmonary vein where it embolized and remained stable. Additionally, leaflet tear was suspected, but not confirmed. The patient remained hemodynamically stable during the entire procedure and there was no clinically significant delay in the procedure; however, the decision was made to abort the procedure. The patient was kept intubated as a precaution and transferred to the intensive care unit (ICU). No additional treatment or surgery was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty grasping the leaflets (failure to adhere or bond) and detachment of device component (complete clip detachment from the leaflets) could not be replicated in a testing environment as it is was based on patient/procedural conditions. The investigation concluded that the reported difficulty grasping and complete clip detachment was likely related to the challenging mitral valve anatomy (posterior leaflet flails and mitral annular calcification). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Review of the cine for this event by a sr medical advisor confirmed the reported event. The reported patient effects of mitral valve injury (tissue damage), foreign body left in the patient and embolism (mitraclip component embolization) are listed in the mitraclip system instructions for use (potential complications and adverse events section) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.